Event description:
It was reported that the pump had been alarming with a dark screen. The patient had attempted to power the pump on; the screen illuminated briefly but shut off immediately. A registered nurse had instructed the patient to replace the batteries, but the pump still failed to power on completely, even with new batteries. The patient had also experienced power loss issues earlier in the day. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.